Event description:
No trauma or manipulation was suspected by the physician. System diagnostics revealed okay results with dcdc=3 on (B)(6) 2012. High impedance was only found on the normal mode diagnostic tests. The physician reportedly ran both diagnostic tests repeatedly and received the same results each time. Normal mode diagnostics will show higher impedance when the battery has to work harder to deliver the intended therapy, however the eri status is no at this time. No device failure is suspected as the system diagnostics results are within normal limits.

Event description:
Surgical intervention is likely but has not occurred to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2014. The explant hospital does not return explanted products to the device manufacturer per hospital policy. Therefore, analysis is unable to be performed.

Event description:
An implant card reported that the generator and lead replacement surgery occurred on (B)(6) 2015.

Event description:
It was reported that upon performing normal mode and system diagnostics on (B)(4) 2012, high lead impedance was observed with dcdc=5. Typically, the patient's diagnostics were dcdc=1 or 2. The patient is on a high duty cycle (60 sec on time and 1.1 min off time), but the specific settings were unknown. The patient was referred for x-rays, and the patient will likely be referred for full replacement surgery. However, the surgery has not occurred to date. Attempts for additional information from the physician have been unsuccessful to date.

Event description:
The treating physician reported that the patient has x-rays taken on (B)(6) 2012. However, he did not have a copy of the x-ray but only a copy of the x-ray report. System diagnostics revealed okay results, so it appears that only high impedance was found on the normal mode diagnostic tests. He reportedly ran both diagnostic tests repeatedly and received the same results each time. Normal mode diagnostics will show higher impedance when the battery has to work harder to deliver the intended therapy, however the eri status is no at this time. Attempts for a copy of the x-rays and for additional information have been unsuccessful to date.

Manufacturer narrative:
Suspect medical device, corrected data: with the additional information reported on supplemental report #7, the suspect device is now the lead. Device manufacturer date, corrected data: with the additional information reported on supplemental report #7, the suspect device is now the lead. Review of manufacturing records performed. Review of lead and generator manufacturing history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The company representative requested a battery life calculation to be performed for an estimated battery life.

Manufacturer narrative:
Suspect medical device brand name, corrected data: the initial report inadvertently reported the suspect device incorrectly. As the system diagnostic tests were within normal limits but the normal mode diagnostic tests revealed high impedance, the suspect medical device is the generator at this time. Suspect medical device type of device name, corrected data: the initial report inadvertently reported the suspect device incorrectly. As the system diagnostic tests were within normal limits but the normal mode diagnostic tests revealed high impedance, the suspect medical device is the generator at this time. Suspect medical device model #, serial #, lot #, expiration date, corrected data: the initial report inadvertently reported the suspect device incorrectly, so the product information was reportedly incorrectly. Suspect medical device implant date, corrected data: the initial report inadvertently reported the suspect device incorrectly, so the implant date was reportedly incorrectly. Device manufacturer date, corrected data: the initial report inadvertently reported the suspect device incorrectly, so the manufacturer date was reportedly incorrectly.

Event description:
It was observed that there was updated programming/diagnostic history available for the patient in the vns programming history database. Diagnostics prior to (B)(6) 2012 were all within normal limits. There were system and normal mode diagnostics performed on (B)(6) 2011 as well. However on (B)(6) 2012, systems diagnostics resulted in a high impedance value twice with dcdc=5 and normal mode diagnostics resulted in okay impedance value with dcdc=5. The patient's next visit on (B)(6) 2012 resulted in results within normal limits on system diagnostics , but normal mode diagnostics showed high impedance with dcdc=7 as the physician previously reported. Therefore, there appears to be fluctuating high impedance which was first observed approximately around (B)(6) 2012. There were no subsequent diagnostic tests available after (B)(6) 2012.

Event description:
A copy of the physician's flashcard was received, and the patient's programming/diagnostic history was reviewed. There was no history on (B)(6) 2012, as there was no history from (B)(6) 2011 until (B)(6) 2012. On (B)(6) 2011, both normal mode and system diagnostics were within normal limits. On (B)(6) 2012, high lead impedance was observed on a normal mode diagnostic test indicating the system was working harder to deliver the intended therapy, but the system diagnostic test was again within normal limits which indicates the system was functioning properly/intact. As high lead impedance was observed in (B)(6) 2012, a positional issue cannot be ruled out as a causal factor to the intermittent high impedance. Review of the generator manufacturing records revealed that all quality tests were passed prior to final release.

Manufacturer narrative:
(B)(4):the supplemental report #2 inadvertently reported the date the information was received by the manufacturer incorrectly. (B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem, corrected data:the initial report inadvertently did not include that no patient manipulation or trauma was suspected by the physician.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution.

Event description:
The surgery referral form indicated the reason for replacement as near end of service of the generator and high lead impedance on system diagnostics with dcdc=7.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #9 inadvertently did not report this information. Relevant tests/laboratory data, corrected data: the supplemental report #9 inadvertently did not report this information.

Manufacturer narrative:
Date of event, corrected data: with the new information attained, the previous reports inadvertently reported the incorrect event date.